Manufacturer narrative:
The customer sent the patient samples to the manufacturer for investigation. The samples were determined non-reactive with the anti-hcv assay and negative with fujirebio innolia hcv score. Due to the negative blot result, the samples are considered to be true negative with the anti-hcv test. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated that they received discrepant low results for four samples from the same patient tested with the elecsys anti-hcv ii immunoassay on a cobas 6000 e 601 module. Incorrect results from these samples were reported outside of the laboratory. The patient states that she is (B)(6). A first sample collected from the patient resulted with an anti-hcv value of (B)(6). A second sample collected from the patient resulted with an anti-hcv value of (B)(6) on (B)(6) 2019. A third sample collected from the patient resulted with an anti-hcv value of (B)(6) on (B)(6) 2019. A fourth sample collected from the patient resulted with an anti-hcv value of (B)(6) on (B)(6) 2019. A fifth sample collected from the patient resulted with an anti-hcv value of (B)(6) on (B)(6) 2019. No adverse events were alleged to have occurred with the patient. The e 601 analyzer serial number is (B)(4).